Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engaged as intended. The right hand side of the comb was damaged. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. The 1.5:1 ratio cutter, had slight wear to the roller gear and the cutter blade was slightly worn. The 2:1 ratio cutter,had slight wear to the roller gear and the cutter blade had some minor nicks. The ratchet handle appeared to ratchet normally. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, side plates, roller and shoulder bolts. The 1.5:1 ratio cutter failed to produce a complete cut. The 2:1 ratio cutter produced a complete cut. Skin graft mesher, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unclear what the customer is referring to in their reported event. It is unclear what the customer is referring to in their reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the rollers aren't rolling/needs repair. Investigation results revealed that the comb was damaged. No adverse events have been reported as a result of the malfunction.